Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. The rep was unable to reproduce the issue. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that a scan was missing the tip of the nose and top of the forehead. The site was using tracer registration and were able to pass registration and topical anatomy check showed acceptable accuracy to the surgeon. As the site advanced the quad cut into the sinus a 3.8 mm inaccuracy was reported. The medtronic representative attempt to re verify, re-position the emitter, and look for a scan with full anatomy. This did not resolve the issue. The surgeon continued to use navigation but took the inaccuracy in consideration. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.